Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6).

Event description:
The customer observed false positive results for architect syphilis tp and hiv ag/ab combo on the architect i2000sr, serial number (B)(6), for 4 patients. The following data was provided: syphilis: sid (B)(6) processed on (B)(6) 2024 result = 3.02 s/co repeated and result unchanged(positive). New collection same patient sid (B)(6) processed on (B)(6) 2024 = 0.00 s/co negative sid (B)(6) processed on (B)(6) 2024 result = 21.58 s/co repeated and result unchanged(positive). New collection same patient same day sid (B)(6) result = 0.09 s/co negative sid (B)(6) processed on 28feb2024 result = 20.49 s/co repeated and result unchanged(positive). New collection same patient sid (B)(6) processed on (B)(6) 2024 = 0.10 s/co negative new collection same patient sid (B)(6) processed on (B)(6) 2024 = 0.10 s/co negative hiv: sid (B)(6) processed on (B)(6) 2024 result = 15.61 s/co repeat result = 17.70 s/co new collection result = 0.07 s/co no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed. Service checked and cleaned multiple parts when troubleshooting the issue but found no identifiable part specific issues; therefore, the architect i2000sr, serial # (B)(6) was deemed the likely cause for the issue. However, sample integrity could not be ruled out. The service history of the (B)(6) verifies no subsequent issues have been reported related to the complaint issue. Trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with the architect i2000sr processing module and the complaint issue. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed false positive results for architect syphilis tp and hiv ag/ab combo on the architect i2000sr, serial number (B)(6), for 4 patients. The following data was provided: syphilis: sid (B)(6) processed on (B)(6) 2024 result = 3.02 s/co repeated and result unchanged(positive). New collection same patient sid (B)(6) processed on (B)(6) 2024 = 0.00 s/co negative. Sid (B)(6) processed on (B)(6) 2024 result = 21.58 s/co repeated and result unchanged(positive). New collection same patient same day sid (B)(6) result = 0.09 s/co negative. Sid (B)(6) processed on (B)(6) 2024 result = 20.49 s/co repeated and result unchanged(positive). New collection same patient sid (B)(6) processed on (B)(6) 2024 = 0.10 s/co negative. New collection same patient sid (B)(6) processed on (B)(6) 2024 = 0.10 s/co negative. Hiv: sid (B)(6) processed on (B)(6) 2024 result = 15.61 s/co repeat result = 17.70 s/co. New collection result = 0.07 s/co no impact to patient management was reported.